Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and a closure device was successfully implanted in the laa of the patient. 6 months post procedure the patient came into the hospital with an embolic stroke and dysphasia.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and a closure device was successfully implanted in the laa of the patient. 6 months post procedure the patient came into the hospital with an embolic stroke and dysphasia. It was further reported that a follow up transesophageal echocardiogram was performed and it showed no thrombus present on the device. The images were clean. The patient did still have some residual balance and speech deficits.